Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. Testing was witnessed by a facility staff member. During testing, it was noted that the telemetry receiver module was configured with the multiview I option (option ¿b¿). Per the product¿s data sheet, the multiview I option provides alarms for abnormal beats per minute, high and low heart rate, asystole, ventricular fibrillation, ventricular runs, and couplets. It does not provide an alarm for supraventricular tachycardia (svt). There was no equipment malfunction. This report is considered final and the issue closed. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 91343, receiver module model 90478 and central monitor model 91387-38 did not generate alarms for supraventricular tachycardia (svt) on (B)(6) 2014 from 7:30 to 10:00 a.m. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on supraventricular tachycardia(svt). No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment worked to specifications. The testing was witnessed by a facility staff member.spacelabs is evaluating this reported event and will file a follow up report when our evaluation is concluded. Placeholder.